Manufacturer narrative:
Evaluation summary: the injector was not returned for evaluation for the report of scratches on the lens caused by the injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined. No further information is expected. (B)(4).

Event description:
A nurse reported that during three intraocular lens implant procedures, the iol(s) were scratched by an injector. The iol(s) remain implanted with no patient harm. The surgeon suspects the injector. Additional information has been requested; however, no further information is expected.